Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigation, a whitish foreign material was found inside the a/w tube and a/w cylinder. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from grip deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a whitish foreign material found inside the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding due to the deformation of grip; water tightness is lost, due to wear of angle wire; bending angle in the up direction does not meet the standard value, air/water cylinder has no color, suction cylinder has no color, scope cover has discoloration, distal end has a burr, light guide lens has a crack, adhesive on the bending section rubber has a crack, and the connecting tube has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.